Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material due to insufficient reprocessing. In addition, the scope connector cover leaked, the insulation threshold test was out of specification, the distal end cover was cracked, there was a gap in the adhesive on the bending section cover, the metal braid in the bending section was damaged, the bending section was shortened, the connecting tube was scratched, the coil pipe plate was deformed, the paint was peeling from the air/water nut and suction cylinder nut, the top of switch 1 had a pinhole, the universal cord was scratched, angulation was reduced and the play in the angulation knob was out of specification, and water contact and water removal function did not meet specification due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the subject device to an olympus service center for evaluation with no complaint. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no user or patient impact reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inadequate or insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual: preparation and inspection: inspection of the endoscope: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Operation manual inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states as follows about reprocessing of the a/w nozzle/channel. Reprocessing manual_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.